Manufacturer narrative:
The technician found the siderail slide bracket was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail slide bracket to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the left head siderail was stuck in the down position and would not latch. The bed was located in the bed shop. There was no pt/user injury reported. (B)(4).